Manufacturer narrative:
Investigation summary: photo evaluation: two photos were received for evaluation. Bent vent plug was observed from the photos. Sample evaluation: sample was not decontaminated by vendor. One actual sample was received for investigation. Bent vent plug was observed on the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The investigation was able to confirm what customer experienced as bent vent plug was observed on the returned photos and returned sample. Conclusion: the entire assembly and packaging processes have been reviewed. It was found that there are two slots at the bottom of the auto-loader conveyor at the packaging line. The part was suspected to be stuck inside the slot and rub against the sharp edges causing damage.

Event description:
It was reported that prior to use it was discovered that the end cap was bent with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: before use, the flow control plug was bent.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the end cap was bent with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the flow control plug was bent.